Event description:
Boston scientific received information that this system was explanted due to infection. The patient was hospitalized, given antibiotics and a temporary pacing lead was implanted. No adverse patent effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additonal information is received.